Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited oversensing, pacing inhibition and inappropriate shocks. It was believed that the right ventricular (rv) lead had a performance anomaly. An x-ray was performed; however, nothing usual was noted. Subsequently, this patient underwent a revision procedure and the rv lead was surgically capped and abandoned. A new lead was successfully placed. This crt-d remains in-service.